Event description:
It was reported that the customer stated that their purewick system isn't suction at all. Did t/s the new kit the water suctioned out successfully. I informed the customer that there is no need to replace the unit as it is functioning as it should with any suction delays. It's unclear if lot number was requested. Used with wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. Corrections made to tab d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that their purewick system isn't suction at all. Did t/s the new kit the water suctioned out successfully. I informed the customer that there is no need to replace the unit as it is functioning as it should with any suction delays. It's unclear if lot number was requested. Used with wicks. Unclear if medical intervention was provided. No additional information provided.